Event description:
Hospitalized pt with recent vertebroplasty identified as fall risk. Placed bed alarm under pt's buttocks and put side rails up and observed pt frequently by staff. At about 0245, the pt got out of bed and fell on the floor. His left hip was fractured in the fall. The bed alarm failed to alarm at the time of the fall. However, when the staff moved the bed to assist the pt back into bed, the bed alarm did go off. The pt went to surgery later the same day to repair the fractured hip. As the patient was being taken off the or table. Post-operatively, the pt went into cardiac arrest, he was resuscitated and sent to ICU, but died later the same day. Two reports being submitted as it is unclear which of the two reported devices was involved.